Event description:
It was reported that a ems was used during a colon procedure. It was reported by the affiliate that the device jammed. There was no consequence to the pt.

Manufacturer narrative:
D5;h4: info not available, device not returned for analysis.